Event description:
It was reported that a patient underwent a transforaminal lumbar interbody fusion at l4-l5 using rhbmp-2/acs in 2008. The patient has developed a liver disease one year post-op. The patient was healthy prior to the surgery. Reportedly, the specialist currently treating the patient has indicated that the liver disease is a result of bmp2. The surgeon does not agree. Surgeon indicated it is an autoimmune disorder affecting the liver and muscles, which is being treated with prednisone.

Manufacturer narrative:
A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definite cause of the reported event.